Event description:
The ICD was explanted due to infection. It was reported to st. Jude medical that the pt expired and had an infection at the time of their death. The infection is only being reported as the ICD had been implanted for only nine days.